Manufacturer narrative:
This lead remains implanted. As there is no further information expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that immediately following an av node ablation procedure, this right ventricular lead exhibited loss of capture and pacing inhibition. Cardiopulmonary resuscitation (CPR) was delivered, then this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.